Event description:
On the evening of the event, the pt obtained a result of hi with the suspect device and took 10 units of insulin based on this result. Several hrs later during the night, the pt's daughter reported that the pt was "foaming at the mouth" and a blood glucose result of 114 mg/dl was obtained with the suspect device. Ems was contacted and obtained a blood glucose of 29 mg/dl with an unknown monitor. The pt was treated in the emergency room. Treatment details are unknown. The pt reports technique errors in using the suspect device.